Event description:
Pt's nurse reported that their one touch ultra meter was reading inaccurately high. Medical affairs specialist contacted the pt in 2003 and pt provided add'l info. Pt stated that in 2003, pt tested on their meter in the morning with a result of 343mg/dl. Pt was "feeling fine" at this time. Pt then took their set amount of 18 units of 70/30 insulin and based on that reading, also took add'l 10 units of regular insulin per their sliding scale. A few minutes later, they started feeling "low and felt like passing out." The nurse then took pt to the hosp. The hosp meter read 25mg/dl. The time difference between the test done on the pt's meter and the e.r. Meter test was about 20 minutes. Pt was given IV glucose and kept there for 2-3 hours. The nurse then called to report the inaccurate readings. While troubleshooting, she was walked through the set-up mode to check the settings. The meter kept cycling through the code numbers even with the meter off and the test strip out. This issue was not resolved with troubleshooting. During the discussion with the pt about their sliding scale insulin, it was discovered that they took almost double the amount they were supposed to take per their sliding scale (if their blood glucose is greater than 200mg/dl, they are supposed to take 1 unit of insulin for every 40 points. Based on that scale, with a blood glucose of 343mg/dl, they were only supposed to take around 4 or 5 units of insulin. They took 10 units instead. Even though the pt took too much insulin, such a fast drop in blood glucose is not expected within the 20 minutes, therefore this case is reported as an adverse event in the event the meter result was too high.